Event description:
It was initially reported that the physician's handheld is not holding a charge. This has been occurring for a number of years and he is only able to use the handheld if is it plugging into an outlet. The physician has tried to plug the handheld into different outlets which has not resolved the situation. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the wand, handheld and flashcard were returned to the manufacturer for evaluation. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.